Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device was at elective replacement indicator and had no pacing output. The device had not been checked for five years. The device was removed and replaced. No patient complications have been reported as a result of this event.